Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up after receiving inappropriate high voltage therapy due to post sensed t wave oversensing. The device was reprogrammed. The patient condition was good.